Event description:
Additional information was received indicating the patient's family is evaluating the patient's benefit to vns prior to referral for surgery. Normal and system diagnostics on (B)(6) 2013 resulted in high lead impedance (>10,000 ohms). The device was turned off on (B)(6) 2013. Another set of x-rays were performed. Ap and lateral view of the chest x-rays were reviewed by the manufacturer. Based on the x-rays images received, there are no gross lead fractures that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. Additionally, the lead pin appears to not be fully inserted in the generator header which is the likely cause of the high impedance. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2013 reporting that the patient's mother indicated that vns therapy was not working properly for the patient which the physician attributed to the loss of vns therapy due to the high impedance. The physician reported that after the patient's generator replacement on (B)(6) 2012, everything was going well. Once the high impedance was observed at a follow-up visit, the mother complained that the vns magnet was not functioning as it was before and the patient]'s seizures were increasing in frequency and severity. The events began (B)(6) 2012. The physician believes the increased seizures frequency and severity, in addition to the magnet no longer appearing to function as before, was likely related to loss of vns therapy. With the therapy, the patient had seizure reduction around 20%. The length of the seizure and the reduction of post-ictal state was noticeable and was the most benefit from vns therapy. At the time of the high impedance, no further reduction in seizures was noted. No medication changes preceded the seizure changes, and the patient is reported to be adherent to the medication schedule. At this time medication doses have been risen, but the seizure frequency and intensity remains nearly the same per the physician.

Manufacturer narrative:
Date of event, corrected data: the supplemental report inadvertently reported the date of the high impedance being first observed incorrectly.

Event description:
The physician reported that during a follow-up appointment for the vns patient, high lead impedance was found on system and mode normal diagnostics. The reported impedance value was greater than 10,000 ohms. The physician disabled the patient's device and ordered a x-ray of site the device implantation. The patient´s mother told the physician that the patient did not suffer any trauma or manipulation that is believed to have contributed to the high impedance. The patient previously had a generator replacement on (B)(6) 2012. No patient adverse events have been reported. Ap and lateral views of the chest and ap and lateral views of the neck were reviewed by the manufacturer. The x-ray film images were dated (B)(6) 2013. Due to the angle of the x-ray it cannot be confirmed whether the lead pin is fully inserted into the generator header. The feed-thru wires appear to be intact. The lead appears to be routed upwards to the left side of the neck. The electrodes are visualized in the neck and appear to be aligned. There is a portion of the lead behind the generator; therefore, this portion of lead cannot be assessed for continuity. Based on the x-rays images received, there are no gross lead fractures that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. Although surgery is likely, the surgery has not occurred to date.

Event description:
Although surgery is likely, it has not occurred to date. The patient's family has elected to move forward with surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Suspect medical device, corrected data: after review of additional x-rays, the suspect device is the generator. Suspect medical device, corrected data: after review of additional x-rays, the suspect device is the generator, so the initial report inadvertently reported the date incorrectly. Manufacturer reviewed chest x-rays of implant device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Additional information was received that the patient had the vns lead replacement on (B)(6) 2013. The surgery came out ok and the high impedance was resolved. The explanted lead was returned to the manufacturer and product analysis was performed. During the visual analysis the returned 417mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 1mm from the electrode bifurcation. Scanning electron microscopy was performed on the connector end of the (-) green electrode quadfilar coil break (found at 1mm) and identified the area on three of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on the fourth broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of a stress indu ced fracture (torsional appearance) which most likely completed the fracture. Pitting and residual material were observed on the coil surface. Scanning electron microscopy was performed on the electrode (mating) end of the (-) green electrode quadfilar coil break (found at 1mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage and residual material. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, zirconium, sulphur and calcium. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device.

Event description:
The patient had surgery on (B)(6) 2013. It was reported that during surgery the surgeon found a lot of fibrosis involving the generator and the route of the vagus nerve. Extraction of the generator was very difficult due to the fibrosis. After 30 minutes, the surgeon was able to remove the generator. The surgeon then loosened the screw of the lead pin from the generator. A generator diagnostic test was performed and resulted in results within normal limits. The lead pin was re-inserted, and system diagnostics resulted in high impedance again twice with impedance greater than 10,000 ohms. The surgeon suspects that fibrosis between the vagus nerve and the lead due to intra-operative findings. The surgeon removed a lot of the fibrous tissue but did not touch the nerve because the route of the vagus nerve was fibrosed, and it was difficult to assess. The patient had keloid tissue around the scar areas. The patient was put on corticoids in the area of the generator to prevent serious injury. He ordered a MRI of the neck with the surgery findings and report of MRI, the surgeon is referring the patient for lead replacement in another procedure. Neither the generator or lead were explanted/replaced. Although surgery may occur, it has not occurred to date. The high impedance was reported to have occurred about one month after generator replacement which occurred on (B)(6) 2012.

Manufacturer narrative:
Review of device history records performed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
A MRI was performed on (B)(6) 2013 per manufacturing labeling precautions, but the surgeon reported that the MRI report was not conclusive for the report of fibrosis in the patient¿s neck. The patient is therefore being referred for surgery. Although surgery is likely, it has not occurred to date.